Event description:
The customer reported being hospitalized with low blood glucose of 17mg/dl, and she was unconscious three times. Troubleshooting was performed, and the drive support cap appears to be normal. The customer believes that the cause of her low glucose level was the device's settings. The customer mentioned that she did not see a doctor for long time and she does not know if the settings are correct. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.